Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. When inspecting the instrument the fse saw that there was dripping on the end of the wash probe 1 . The fse used the supplied service cd and was able to replace and prime both the wash syringe and 3 way valve with no errors. The fse verified the customer ran patient samples with no wu error codes posting, correcting the reported issue. The aia-900 was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was a faulty 3-way valve and syringe. A complaint history review for serial number (B)(4) was conducted from 15-dec-2014 through 15-jan-2016 for similar complaints. There was one (1) similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported ongoing issues with error message 2235 wu errors post recent service and currently intermittently on patients and controls with the aia-900 analyzer. The customer is unable to run prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prog patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.